Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the atrial lead dislodged. When the patient was admitted for a lead repositioning, an elevated white blood cell count was discovered. The lead was replaced.